Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead was dislodged. The lead was capped and replaced during device change out procedure. The patient&#38112;condition was good post procedure.